Event description:
The customer reported that after pipetting an antibody screening plate on summit serial number, the tech observed that no sample was added to wells a3 through h3. No error was generated. No death or serious injury was associated with this complaint. Complaint number 00486986.